Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure, the atrial lead was capped due to the noise. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead with the connector portion was returned in one piece measuring 4.4cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.